Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. No root cause was provided as the reported event was unconfirmed. The used temporary pacing electrode catheter was returned without the original packaging. No visible defect was noted on the device. The balloon was successfully inflated with 1.5cc air. The balloon portion was then placed in water and no air bubbles were noted. After 5 minutes the balloon was passively deflated with the syringe and all 1.5cc was returned. The device was used for treatment purposes and met relevant specifications. As the reported event is unconfirmed, a DHR review and a label/packaging review is not required. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the tip of balloon leaked air so that it was not able to be used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of balloon leaked air so that it was not able to be used.